Event description:
Dealer states "she has noticed on three different occasions that the casters on the model number 66550, bariatric rollator are splitting only after her clients have had them a few months. Dealer has replaced these wheels for her clients.